Event description:
It was reported that after the procedure was complete, the battery pack was hot and had a burning smell. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. The device was returned to the manufacturer for investigation. When the investigation is complete, a follow up report will be filed.